Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign matter was found in eighty five (85) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: device manufactured between (B)(6), 2019 to (B)(6) 2019. H10: eighty-five (85) devices were received for evaluation. Visual inspection was performed, and it was noted that loose white foreign matter was inside the bag of sample 1 and embedded dark particulate matter (pm) was observed inside the fill port of sample 2, and no defects were observed in 82 samples. Additionally, the fill port connector thread was damaged in sample 3 which could contribute to the customer reported problem of white pm as the source of the pm is from the fill port component from thread damage or flash. The pm in sample 1 was analyzed and was further described as a white opaque particle with an irregular rough border and texture measured approximately 0.7 mm in the longest linear length (lll). A portion of the particle was analyzed using fourier transform infrared spectroscopy (ftir) with a microscope module. The spectrum was consistent with acrylonitrile butadiene styrene (abs). The pm in sample 2 was analyzed and was further described as a dark particle encased in the polymeric portion of the fill port. The polymer was cut away from the particle to reveal an approximately 0.1 mm lll black particle that broke apart easily. Small portions of the particle were analyzed using scanning electron microscopy with energy dispersive x-ray spectrometry (eds). The reported condition was verified for three samples and not verified in 82 samples. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.